Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the green liquid substance is an additional finding that did not result in any functional issue. The area around the tear on the black power cable was dissected, which revealed a compromised underlying wire. The finding of the compromised underlying wire is an additional finding that did not result in any functional issue. System controller (serial # (B)(4)) was returned. No issue was reported with the returned system controller and an evaluation was performed. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. No functional issue was identified that could be correlated to the additional finding of the tear on the outer jacket of the black power cable. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, in this section, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 21mar2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a small tear in the outer sheath of the modular cable. The modular cable and system controller were exchanged without issue. Upon investigation of the returned controller, fluid ingress was observed.